Event description:
While performing bench service for the device, it was noted by an authorized bench technician that a component on the power pca was loose. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
While performing bench service for the device, it was noted by an authorized bench technician that a component on the power pca was loose. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 09-jan-2020. Upon evaluation of the device by an authorized bench technician, it was discovered that a component on the power pca was loose and in need of replaced. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The power pca was replaced to resolve the noted issue. Nibp calibrations were completed for preventative maintenance and the device passed all performance assurance testing. Following completion of the repair, the device was returned to the customer to be placed back into service. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. The power pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the power pca was found to be fully functional and the reported issue could not be verified or duplicated.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.